Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, after rotating and manipulating the tome during the procedure, the cutting wire broke. Reportedly, no part of the device detached and fell into the patient. During removal of the device from the endoscope the physician was pricked in the finger by the broken cutting wire. The affected area was irrigated, the patient was tested for communicable diseases and facility protocols were followed. The patient does not have any known communicable diseases and the physician was wearing gloves at the time of the incident. Reportedly, the physician has no further concerns regarding this needle stick event. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.